Event description:
The device was sitting on a counter and began sparking. He reports that he smelled burning as well. No injuries reported due to issue. Requested return of suspect device and replacement was sent.